Manufacturer narrative:
The recipient's device was explanted.

Event description:
The recipient is reportedly experiencing sound quality issues followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed cut silastic overmold along the electrode lead prior to receipt as well as surgical tool marks on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.